Event description:
During routine testing, the user found that the defibrillator failed to charge. There was no pt involved. The unit was completely tested, and subjected to 100 cycles of charging and firing. There was no problem found. The unit was functioning normally. The event is not occurring more frequently or with greater severity than is usual for the device.